Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a follow up, increased impedance and threshold were noted on the right ventricular lead. The patient is stable and will continue to be monitored.